Event description:
The manufacturer received information regarding an unspecified philips CPAP device that is alleged to be included in the voluntary field safety notice/recall notification related to the polyester-based polyurethane (pe-pur) sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged oncological disease affecting the lung and esophagus and reported receiving unspecified oncological treatment. No additional clinical information, diagnostic details, treatment dates, medical history, or physician assessment regarding a potential association between the reported condition and device use was provided. The device has not been returned to the manufacturer for evaluation; therefore, the condition of the device and the potential contribution of the device to the reported event could not be determined. The manufacturer has not established a causal relationship between the device, including the sound abatement foam, and the reported medical condition. Should additional information become available, including device evaluation findings or relevant clinical information, the manufacturer will review the information and submit a supplemental report as appropriate.